Event description:
Subsequent to the initially filed report, the account stated that the lesion treated have heavy calcification and heavy tortuosity. The stent was deployed and placed in the target lesion; however, was moved partially outside the target lesion during removing the delivery system. The viatrac balloon was used to position the herculink stent back to the target lesion again. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent unexpected medical intervention appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.h6- health effect - clinical code 2687 was removed and replaced with code 4582; health effect - impact code 4614 was removed and replaced with code 4641.

Event description:
It was reported that the procedure was performed to treat a lesion in the renal artery. The 5x12mm herculink elite balloon expandable stent (bes) was deployed; however, when the delivery system was being removed, the balloon became stuck in the stent and the stent migrated from the target lesion. There were no reported adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.